Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to exhibit undersensing of fine atrial fibrillation (af). No adverse patient effects were reported. At this time, this device remains in service.